Event description:
A female underwent initial aaa repair in 2006. One main body and two iliac leg grafts were placed. The aneurysm had shrunk to almost nothing according to follow up visits. However, it had started to grow to 4.8 within a year. So the patient underwent additional procedure two months later, and a main body extension was placed. Patient is well.

Manufacturer narrative:
Each zenith device is shipped with instructions for use (IFU) listing the anatomical requirements, warnings, precautions, and the correct deployment procedure. The IFU specifically states inaccurate placement and/or incomplete sealing of the zenith flex aaa endovascular graft within the vessel may result in increased risk of endoleak, migration, or inadvertent occlusion of the renal or internal iliac arteries. Renal artery patency must be maintained to prevent/reduce the risk of renal failure and subsequent complications. The device remains implanted and no images were provided to assist in this investigation. An internal clinical review indicated that the event was due to anatomical changes over time. We will continue to monitor for similar events.